Manufacturer narrative:
The reported event of incorrect reading of ventricular egms was confirmed. Dislodged spring in the ventricular chamber of the header was observed and the cause of the reported event. The cause of the dislodgement of the spring remains undetermined.

Event description:
It was reported a patient presented for an implant procedure on 2 feb 2024. During the procedure, the implantable cardioverter defibrillator (ICD) had no electrogram (egm) transmissions so the device was not used and replaced within the same operation. Post-procedure the patient was stable.